Event description:
The physician implanted a gore excluder endoprosthesis device. At a follow up visit, the physician discovered an aneurysm enlargement due to the presence of a type ii endoleak. The aneurysm growth was measured at approx 10cm, after which time the pt was converted to open repair.